Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the customer's established ranges. Service was not dispatched for this event. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reactive rubella igm result of 48.2au/ml generated by the unicel dxl 800 access immunoassay system on one patient's sample. Repeat results on two alternate methods resulted as non-reactive (0.09 and 0.28). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.